Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown

Event description:
It was reported both silicone implants had snapped into two pieces. Both silicone implants in the ring and pinky finger were explanted and new implants were put in.